Event description:
Caller reported that pump battery was depleting too fast but did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Caller was advised to charge the battery every day for short periods, and the issue was resolved by following these charging best practices.